Event description:
Bedside nurse noticed peripherally inserted central catheter (PICC) dressing lifting from baby's arm. Dressing noted to be saturated with fluid. Day and night shift maternal/child nursing (mcn) contacted by bedside nurse to assess PICC dressing. Mcn observed dressing to be very wet. PICC line flushed, fluid observed squirting from catheter just past oval flat section of line. Line removed. Site cleaned and prepped with sterile field to attempt seldinger procedure. Unable to complete seldinger procedure due to difference in guidewire compared to catheter. Attempted to insert new PICC with guidewire into previous PICC site. This was unsuccessful. New site located on same extremity. Baby poked and new PICC placed. Correct placement confirmed with x-ray. Draws and flushes appropriately. Line secured. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, neomagic (per site reporter). Vendor returned email 7/5 and I have forwarded their document to the reporting caregiver to fill out for clinical questions 7/5.